Manufacturer narrative:
(B)(4).

Event description:
Following implant, the pt was not having spasm relief. The pt had gone to her hcp once a week to have her dose increased. Device interrogation and x-rays were completed and they did not confirm what was going on with the pump, so the physician decided to replace the device. Since the replacement, the pt had been doing fine and had been receiving effective therapy. The device system was used to deliver lioresal.